Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages was confirmed during the archived review, but not during the initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged top cover, front enclosure, bottom enclosure, and bent battery lock were noted. Additionally, missing serial number label was confirmed. The bottom enclosure was replaced with the new serial number label to address the issue. The autopulse platform is a reusable device and was manufactured in october 2012 and is 6 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Review of the archive data indicated user advisory (ua) 18 and user advisory (ua) 45 errors occurred on the reported event date, thus confirming customer complaint. In addition, unrelated to the reported complaint, user advisory (ua) 16 (timeout moving to take-up position) error message was observed in the archive data. The drive train motor was replaced to avoid the re-occurrence of user advisory (ua) 16 error. Note that user advisory error messages are designed into the platform when one of several conditions is detected. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. User advisory (ua) 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The platform was further tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions for 15 minutes and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(4), reported on aug 03, 2017. User advisory (ua) 18 error could not be replicated.

Event description:
The autopulse platform displayed ua18 (max take-up revolution exceeded) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages during shift check. In addition, the serial number label was missing from the bottom cover of the platform. No patient involved.